Manufacturer narrative:
Evaluation of the treatment event on the morning of (B)(6) 2011 found the lifevest properly detected the tachycardia; however, the arrhythmia detection was interrupted by ECG noise and the defibrillation by an external device. Evaluation of the alleged non-treatment event on the evening of (B)(6) 2011 found signal artifact on both leads throughout the whole recording. The first run of nsvt occurred at 15:23:48; then the pt entered into vt at 15:25:08 at around 180 bpm. There were two shock-like lines at 15:33:10 and 15:34:20, respectively, likely from an external defibrillator. Four idioventricular beats followed, continued with dual-lead signal artifact. Another run of vt occurred at 15:38:50 and spontaneously terminated. The rhythm was back to vt again at 15:44:16 and sustained until the end of recording. The electrode belt was disconnected at 21:37:42 and the device was shutdown at 21:56:03. The cause of the dual-lead noise that prevented the lifevest from detecting and treating the arrhythmia has not been determined. The pt regained consciousness for a while following the rescue defibrillation but went to an emd and passed away later that evening. Based on the recorded data, the battery was not removed prior to the rescue defibrillation as initially reported by the physician. Device manufacture date: monitor sn (B)(4); monitor sn (B)(4): (B)(6) 2011.

Event description:
Communication between a (B)(6) distributor and zoll was initiated on (B)(6) 2011 to report a pt death. Zoll technical support was notified that a (B)(6) year old male pt had experienced a treatable arrhythmia earlier that day that the lifevest did not detect or treat. The pt was rescued with an external defibrillator. Later that day, (around (B)(6) pm), the pt went to the bathroom and collapsed again. He was wearing the lifevest at that time; however, the clinical staff stated that the device only gave a "noise alarm, but didn't [treat] the pt." The physician removed the battery from the lifevest and defibrillated the pt with an AED. The pt regained consciousness for a while but went to an electromechanical dissociation (emd), and passed away.